Event description:
It was reported that a patient underwent a hammock sling procedure approximately eight weeks ago. During the procedure, the surgeon recognized a buttonhole and repaired it at the time of surgery. However, with resumption of intercourse at seven weeks post operative, her partner noted discomfort. Examination revealed exposure of mesh in the vagina.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Pt code other: button hole occurred. Device code other: mesh exposure occurred.